Event description:
It was reported that during a coronary artery bypass graft procedure, the first device produced an error code 5. Another like device was opened and the tip of the blade had a burnt deposit. A third like device was opened and produced an error code 5. A fourth like device was used to complete the case, and there was no adverse consequence to the patient.